Event description:
Dr. (B)(6) from (B)(6) reported a post-operative issue involving a 10-year-old male patient implanted with a 9mm x 360mm adolescent right nail (part no. 00-1504-0936). During a clinic visit, the nail was found broken through the most proximal screw hole of the distal portion. A revision procedure was performed, and the device was removed on (B)(6) 2025. The hospital disposed of the broken device, and it is not available for evaluation. No patient injury or death was reported, and the surgery was completed successfully.